Event description:
It was reported that the right-ventricular (rv) lead was capped and replaced due to unknown malfunction. The patient condition was unknown.

Event description:
Additional information received confirmed that the patient presented for a generator changeout procedure. Previously upon interrogation it was noted that the right-ventricular (rv) lead exhibited signal artifacts which was confirmed via manual manipulation and hence as a resolution the rv lead was capped and replaced (B)(6) 2025. There were no patient consequences.